Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: one opening on posterior side assessed as fold flaw opening. Crease fold is observed. Stress marks are observed assessed as non-penetrating nick. Nick is observed assessed as surgical tool scratch like. Wo openings on radius side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.